Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a failure to switch to battery when ac power was lost. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available. The customer declined ge service. No repair information available.